Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. The customer's blood glucose was 430 mg/dl. The customer declined troubleshooting on insulin pump. The customer treated high blood glucose with injections and correction. The customer reported that they put the sensors on and it did not stick and sensor tapes did not adhere. The insulin pump will not be returned for analysis.